Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user hematocrit outside of range note: after several attempts manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. Customer states she went to the hospital (B)(6) 2017. Her glucose was 377mg/dl. She was treated with insulin. Customer states that her kidneys failed her and they admitted her to stabilize her and she now has to do dialysis.

Event description:
Consumer reported complaint for e-0 symptoms blood glucose test results. The customer is concerned with e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 4/18/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called in and stated that she has wasted all her strips. Customer unable to run a test over the phone and states that she feels woozy. Customer states she is afraid to eat because she does not know her results. Customer states she feels her glucose levels may have dropped. Customer states she has someone with her and she may have to seek medical attention if she feels the need to. Customer states she will call her pharmacy to get some strips. Customer states she knows the pharmacist and they may help her out. Customer states she will call me back to test over the phone. I informed customer I will call her back within the hour. Call back to customer to verify address and customer states she will go to the hospital because she now has chest pains.